Event description:
The lay user/patient contacted lifescan (lfs) in 2007, and alleged that the meter was reading inaccurately high. She reported a result of 535 mg/dl. The pt did not test on any other devices. The pt originally reported that she had no symptoms at the time of concern, and then later stated that a few days later she passed out. It is not known if it was related to her blood glucose levels. The techniques for cleaning the puncture site and for testing their blood glucose were correct. It would have been helpful to know the dates and times of the meter readings and the events that followed. This complaint is being reported, as the pt alleged high blood glucose results, and she reported passing out sometime after obtaining the high blood glucose results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.